Event description:
The patient reported that he and his diet counselor believe the infusion device does not correctly deliver insulin. For 6 months he has experienced elevated blood glucose of up to 200 mg/dl. He stated he programmed temporary basal rates of 30-40 percent. He corrected elevated blood glucose by injecting insulin via pen and by bolusing through the infusion device. His normal blood glucose level is 120-140 mg/dl. He also reported that the text on the infusion device housing is blurred. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.